Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient went back to the hospital two (2) days later on (B)(6) 2025 with a pericardial effusion. The physician altered the anticoagulation plan to be mono therapy with just plavix until the patient is stable from the effusion. Troponin level was 5.63 but no catheterization was performed due to the effusion. The patient is expected to fully recover.